Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl. The contact indicated that the customer knew how to take care of the high bg level. The customer was not currently available to troubleshoot with tandem technical support to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.